Manufacturer narrative:
Additional information added to b5, h3, h6 and h10. Additional information: b5: epoprostenol was the solution/anticoagulant inside the syringe. The operator removed the green anti-reflux valve, then there was blood in the syringe during treatment. The treatment had to be ended due to the event and the blood was able to be returned to the patient. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures shows that the blood goes into the anticoagulant line. The reported condition was verified. The epoprostenol is not an anticoagulant but a drug preventing platelet aggregation. The instructions for use (IFU) of the prismaflex mentions the "anticoagulation line", so the epoprostenol should not be injected from the anticoagulant line. Epoprostenol is not compatible with polyethylene terephthalate (pet) component. Prismaflex sets do not contain pet but contain some polyethylene terephthalate glycol (petg) components. Simulation tests were performed and confirm the possible incompatibility of epoprostenol with the petg material of the luer connector at the anticoagulation line of prismaflex sets. Moreover, it is mentioned in the instructions for use of the prismaflex sets: ¿use only drugs compatible with plastic listed in the specifications section. Some plastics can be incompatible with drugs when in contact with solutions with ph > 10" the cause of the condition was determined to be an incompatibility between epoprostenol and the material of the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 additional reporter phone #: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, an external blood leakage was noted at the connection point of the syringe with prismaflex st150 set. The customer had changed the syringe and removed the reflux valve it was still leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.